Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 38 x 2.75 promus premier drug eluting stent was advanced and deployed at nominal pressure. After deployment, a proximal stent edge dissection was observed. Another 20 x 2.75 promus premier stent was used to seal the dissection. The procedure was completed without any further complications, and the patient remained stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter address 2: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.